Event description:
As a result of a fall, a female was treated for an intertrochanteric/subtrochanteric hip fracture using the aos 10mm x 36cm x 130 degree trochanteric nail. Approx 12 week post surgery, it was noted that the pt developed a non-union and that the nail had broken through the proximal lag screw hole. According to the surgeon, the non-union caused excessive load on the lag screw and the subsequent nail breakage. The broken nail was removed and the pt revised to hemiarthroplasty. Pt is healing and there are no long term complication expected.